Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator is not flashing. A device in this fault mode, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was not returned to heartsine technologies so no investigation could be done.